Event description:
It was reporter that a pinhole was noted. The 90% stenosed target lesion was located in about 95% tortuous and severely calcified arteriovenous fistula. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During withdrawal, the balloon catheter was leaking saline and pinhole was noted. The device was easily removed and the procedure was completed with this device. No patient complications reported.